Event description:
The caller reported that the customer experienced his second diabetic ketoacidosis. The infusion set had a bent cannula. His site was being over used. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.